Manufacturer narrative:
(B)(4). The reported complaint of "power supply failure" was confirmed upon the investigation of the returned sample. The customer returned a condor power supply (part number: 77-0063-001, s/n: (B)(6)) for investigation. The sample was returned in a brown cardboard box with protective shipping packaging (inp-1, inp-2). Visual inspection of the power supply was performed (inp-5 through inp-12) and no abnormality was noted. The power supply was installed into a known good ac2 for functional testing. The pump was unable to power-up. The power supply voltage check was performed per ac2 series service manual and all output voltages were not present along with blank screen on power-up. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. However, the specifications were not met during the complaint investigation due to no output voltages. The root cause of the power supply voltage output failure was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "error detected by hospital service engineers during equipment ordinary check. The pump displays 'system running on battery' when switched on even if connected to the main; green led doesn't switch on power supply failure". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "error detected by hospital service engineers during equipment ordinary check. The pump displays 'system running on battery' when switched on even if connected to the main; green led doesn't switch on power supply failure". No patient involvement.